Event description:
A journal article was reviewed which contained information regarding this lead. It was reported that the lead was fractured. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantable cardiovascular defibrillator lead complications and laser extraction in children and young adults with congenital heart disease: implications for implantation and management. Journal of cardiovascular electrophysiology. 2003;14(4):344-349. An email was sent to the author requesting additional information; a response was received indicating that no further information is available. (B)(4).